Event description:
It was reported that during a da vinci-assisted surgical procedure, after the initial insertion of the vessel sealer extend (vse) instrument into the patient, the surgeon took the control of the instrument and tried to open the jaws of the vse and nothing happened. The procedure was completed with a backup vse with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the initial insertion of the instrument into the patient, the jaws were closed and they could not be opened by the surgeon. There was no tissue inside the jaws. A backup vse was used to complete the procedure.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and driven on a da vinci in-house system, but imprecise motion was being experienced. There was little or no movement output (grip open/close) to what the hand motion was being experienced at the master tool manipulator (mtm). Grips would not fully open or close. Manual input of the thumb lever also did not move the grip to open and close position. Additional observation unrelated to the reported failure was also identified. Upon housing removal and inspection, it was found that the set screw was not installed to the grip ring. Set screw was found rattling inside the housing. It was re-tightened with the grip ring and the instrument was installed again on the system. The grips opened and closed without any issues. The complaint was confirmed by failure analysis.